Event description:
It was reported that the patient presented in clinic with inappropriate pacing due to far p wave oversensing. No electrical anomalies were observed. Programming changes were recommended.